Manufacturer narrative:
(B)(4). Batch #unk. Investigation summary an analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. However, if the product is received at a later date, the investigation will be updated as applicable. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: please provide more details, did any pieces fall into the patient? Were all pouch components retrieved from the patient? Was there any change to the post-op patient care? What is the current patient status?

Event description:
It was reported that during a gall bladder surgery, the pouch broke open.